Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor in control room was black screen and didn't start up normally fse checked the logfiles and found that the software was faulty. Fse reinstalled the software system. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system had start up failure. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was system software failure. The fse reinstalled the system software which resolved the issue, and the device was returned to use in good working order.